Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while a nurse was inserting a 22 g x 1 in. Bd nexiva closed IV catheter system, the safety mechanism failed to engage and the nurse could not remove the needle. The nurse had to use another IV device. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: although it was initially reported that a sample would be sent for evaluation, a sample was not returned. A review of the device history record and quality notifications indicated that the manufacture start and end date was 6/6/16 and provided the following information: zone 4: the required sample size for machine caused damaged/defects (witness marks on the washer) is 4 (1 from each nest position) for setup and 4 (1 from each nest position) every two hours for in process. ¿ review revealed a total of 8 units (setup) and 212 units (in process) were visually inspected. All units were acceptable. Zone 5: the required sample size for correct assembly and proper retraction is 8 (2 per consecutive pallets) for setup. ¿ review revealed 16 units (setup) and 756 units (in process) were visually inspected. All units were acceptable. Zone 6: the required sample size for correct assembly and proper retraction is 8 (2 per consecutive pallets) for setup and 4 (1 pallet) every two hours for in process. ¿ review revealed a total of 16 units (setup) and 212 units (in process) were visually inspected. One failure was observed from the in process inspection which a qn had been initiated. Zone 8: the required sample size for correct assembly and proper retraction is 4 (1 per dispense tip) for setup and 4 (1 per dispense tip) two hours for in process. ¿ review revealed a total of 5 units (setup) and 212 units (in process) were visually inspected. All units were acceptable. Zone 9: the required sample size for correct assembly and proper retraction is 8 (1 for each cavity) for setup and 8 (1 for each cavity) every 2 hours for in process ¿ review revealed that a total of 16 units (set up) and 424 units (in process). All units were acceptable. The reviewed revealed qn # (B)(4) (retraction failure) related reject activity for the lot number associated with this incident. As defined by qcnva-05, a sample of 2301 (to prove 1000ppm [90% ci]) was taken with 0 defects found. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.